Event description:
The customer reported that the system was down and would not expose. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video card was identified as being faulty and a replacement was ordered. No conclusion can be drawn as further repair information is unavailable at this time.